Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, heavy calcified, proximal posterior descending de novo lesion. Pre-dilatation was done with an unspecified device. A 2.5x18mm xience xpedition stent was deployed and a dissection occurred. An unspecified xience xpedition stent was used to cover the dissection successfully. Post-dilatation was done with an unspecified device to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.